Manufacturer narrative:
Results of investigation: the suspect device was returned for investigation. Vyaire medical was not able to verify the customer complaint. Vyaire received revel, english service repair p/n:19260-001-99 s/n:(B)(6) with a complaint that the unit stopped twice on two separate occasions. Visual inspection of the uut (unit under test) found no sign of damage or misuse. Connected the uut to a known good docking cradle and utilized the ptprogrammer under the advanced tab uut modules are communicating correctly with no issues. Utilized event tool to download the event trace fail ¿ ¿ fread () result failed. Utilized back to ptprogrammer and utilized the ¿event log¿ tab. Event log was completed. Event trace date 01/01/2023 does not indicate that the uut has stopped. Uut was functioning with no issues or faults. Connected the uut to a known good ac power and circuit lung and let it cycle for 70.1 hours using customer settings. Uut has no alarms, no issues or faults. Uut was functional. Further troubleshooting found u606 i9c, nand flash, 16mx8, tsop-48 p/n: 13691-001 is corrupted which causes the ¿checksum failed¿ error. Unable to duplicate the reported complaint regarding the unit stopped twice on two separate occasions. Uut runs with no issues or faults during the 70.1 hours of run-in using customer settings. Finds an additional failure where the main board u606 components failed. Our investigation was unable to verify and duplicate the reported complaint. Uut was functioning with no issues or faults. Revel, english service repair p/n:19260-001-99 s/n:(B)(6) will be forwarded to factory service. Ptv main board p/n:12031-001 s/n:(B)(6) to be replaced and processed per factory service procedure.

Manufacturer narrative:
The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
It was reported to vyaire medical that the revel ventilator stopped twice on two separate occasions with no warning. Patient was harmed due to the ventilator stopping abruptly. Furthermore, the customer indicated they do not have further information on settings or the specific circumstances of the occurrence.